Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient faced an event with an infusion set where the tubing was kinked under the adhesive. Patient's blood glucose at the time of event was 450 mg/dl. The site of insertion was buttocks. Patient used insulin pump as a treatment for the high blood glucose. No further information available.

Manufacturer narrative:
E1: (B)(4).